Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging the ipg after experiencing a non-related health issue. In turn, the charger and programmer no longer communicate with the ipg, a replacement charger and programmer were given to the patient, but did not resolve the issue. X' rays were taken and revealed no anomalies. In turn, the patient's ipg is inoperable. Surgical intervention may take place at a later date.